Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-70; serial number: (B)(4); batch/lot number: 2000017941; model/catalog description: linear st lead kit 70 cm.

Event description:
A report was received that the patient experienced undesirable stimulation at very low amplitudes during routine reprogramming. The physician noted that stimulation of motor nerves was suspected, and the x-ray confirmed that the leads were anterior and had migrated. The physician suggested that he will reposition the existing leads and schedule a revision. The patient will undergo a revision procedure.

Manufacturer narrative:
Correction: date of birth. Correction: report source (other).

Event description:
A report was received that the patient experienced undesirable stimulation at very low amplitudes during routine reprogramming. The physician noted that stimulation of motor nerves was suspected, and the x-ray confirmed that the leads were anterior and had migrated. The physician suggested that he will reposition the existing leads and schedule a revision. The patient will undergo a revision procedure.

Manufacturer narrative:
A review of the manufacturing documentation for the leads sc-2218-70 (serial number: (B)(4) and (B)(4)) revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient experienced undesirable stimulation at very low amplitudes during routine reprogramming. The physician noted that stimulation of motor nerves was suspected, and the x-ray confirmed that the leads were anterior and had migrated. The physician suggested that he will reposition the existing leads and schedule a revision. The patient will undergo a revision procedure.